Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. When the guidewire was removed during analysis the coil on the ¿floppy¿ end was unwound. Guidewire insertion test was performed with new guidewire without difficulty or resistance. (B)(4).

Event description:
It was reported that during an implant attempt, the guidewire was stuck in the lead. Another lead was implanted. No patient complications have been reported as a result of this event.